Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was generating a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon eval the monitor's 5.4v supply was erratic, causing the code 204. The cause of the erratic 5.4v supply was the adjustment capacitor for the +5.4v power supply line, c601, was shorted to ground. The short caused the converter enable signal to stay "on". The root cause for the defective c601 capacitor could not be positively identified. No adverse event resulted from the defective capacitor. The pt was issued a replacement monitor.